Manufacturer narrative:
The cartridge was not returned to animas. Although the cartridge was not returned, there is no further investigation necessary with respect to the leak issue. Cartridges with lot # b201583 were confirmed to be defective. When tested, fluid was observed leaking from the plunger end of the cartridge.

Event description:
On (B)(6) 2011, the patient and her father contacted animas alleging that elevated blood glucose (bg) levels. The patient's father reportedly did not notice any leaking or air bubbles in the cartridge. However, the patient claimed that she might have noticed moisture along the tubing end of the cartridge. The patient admitted to have an illness related to a virus. She also claimed that her bg levels went up to "400" mg/dl with ketones. She claimed that the bg's remained elevated through several site changes and different bottles of insulin. The patient denied having any redness or moisture at the sites. She also denied observing bent/kinked cannulas. The pump's date/time were correct. No pump suspensions were noted. The tdd added up correctly. The patient's father confirmed the bolus history. The patient's health care provider (hcp) reportedly increased the patient's basal levels. Based on the information provided, this complaint is being reported due to the following conclusion: the patient alleged that she possibly had a leaking cartridge issue and claimed to have developed a symptom which can be associated with a serious injury related to severe hyperglycemia.